Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on the morning of (B)(6) 2018, he experienced feeling numbness in his face, dizziness, and headache, and believed he was having a stroke. Customer attempted to test using his adc blood glucose meter and was unsuccessful due to a "black and blue thing" appearing on the screen and the meter shutting off. Customer drove himself to a hospital (2-3 minutes away) and at the hospital he was treated with intravenous fluids and "2 pills" (unspecified). There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and the reported serial number has been deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The manufacturer of freestyle freedom lite meters was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint.    A tripped trend review was completed for the reported complaint and freestyle freedom lite meters and no tripped trends were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that on the morning of (B)(6) 2018 he experienced feeling numbness in his face, dizziness, and headache, and believed he was having a stroke. Customer attempted to test using his adc blood glucose meter and was unsuccessful due to a "black and blue thing" appearing on the screen and the meter shutting off. Customer drove himself to a hospital (2-3 minutes away) and at the hospital he was treated with intravenous fluids and "2 pills" (unspecified). There was no report of death, serious injury, or mistreatment associated with this event.